Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1611606) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined; however, it was reported that the hematoma might have started before closure with the mynx device and that upon observation of the patient, it was concluded that the hematoma could also be a result of the stick puncture being at the bifurcation as well as the high amount (9200 units) of heparin administered 30 minutes before closure and the acetylsalicylic acid (asa) on board. It should be noted that patients undergoing anticoagulant therapy may be at a higher risk for bleeding events. Additionally, it was reported that the patient's blood pressure was noted to be high during the case. The mynx instructions for use (IFU) states that the safety and effectiveness of the mynx device have not been established in patients with uncontrolled hypertension (systolic bp >180 mm hg). Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a hematoma of over 6 cm in size was observed after the removal of the mynx ace device from the patient. The device was being used for right femoral arterial closure following an elective interventional peripheral (radiology) procedure. The interventional procedure "went well." As reported, the mynx device was prepped and deployed without incident. Light manual pressure was held for 5 to 10 minutes after the device was removed from the patient. When the radiology technologist (rt) released manual pressure, a hematoma was noted to have formed. Due to the high amount of heparin administered, the acetylsalicylic acid (asa) on board, the patient's high blood pressure and manual pressure being held by multiple staff interchangeably, the hematoma was unable to be controlled for 2.5 hours. Manual compression was applied for over 30 minutes to resolve the hematoma. The deployer (md) suspected that the hematoma might have started before closure with the mynx device and concluded upon observation of the patient that this could also be a result of the stick puncture being at the bifurcation as well as the high amount of heparin which was administered 30 minutes before closure and the acetylsalicylic acid (asa) on board. After the hematoma was resolved, a pressure dressing was applied to the site and the patient was transferred to the telemetry floor. No antibiotics were given. The patient was instructed on groin care and was admitted for observation. The patient was discharged two days later without further complications and no adverse events reported. The patient was described as fine upon discharge. It is unclear whether or not the device malfunctioned, or if the substance (sealant) deployed was not completely covering the access point.

Manufacturer narrative:
Note: no additional information was received.